Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the returned distal driveline confirmed compromised wires that would have resulted in the pump stops while on battery power observed in the submitted log file. The submitted log file (a6110950.log) contained data from 01jun2021 at 14:02:57 to 11jun2021 at 9:49:08. The pump fixed speed was set at 9400 revolutions per minute (rpm) with a low speed limit of 8600 rpm. On (B)(6) 2021 at 15:17:23 and (B)(6) 2021 at 9:31:05 there were 3 motor stopped active flags. These pump stop events were associated with low speed hazards, low speed advisories and low flow hazards. The pump stop and lows speed events occurred while the patient was tethered to battery power. Of note, on (B)(6) 2021 from 9:31:05 to 9:31:07, the rosc voltage levels for the white cable was below the expected voltage levels. The voltage levels recovered following these events. A phase-to-phase or short to shield electrical short has the potential to cause fluctuations in rsoc voltage seen in the submitted log file. Vad-16130 was returned with driveline severed approximately 0.5¿ from the pump housing. A distal segment measuring approximately 30.25¿ in length was returned. The sealed inflow conduit (inlet extension, flex section and inlet elbow) were not returned. The sealed outflow graft and outflow graft bend relief were not returned. The outlet elbow was returned attached to the outlet port. The outflow graft collar was returned. Visual examination of the returned distal driveline measuring approximately 30.25¿ in length, revealed a previous driveline repair approximately 17.75¿-19.75¿ from the metal connector. Additionally, the driveline appeared to be partially severed approximately 28¿ from the metal connector. Repair tape was noted approximately 8.75¿ from the severed end of the distal driveline; however, upon removal of the repair tape no damage to the silicone jacket was observed. Visual inspection of the silicone jacket and layers of the driveline repair were unremarkable. An electrical continuity test of the returned distal driveline and pump end driveline was conducted, the underlying wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during intact testing, even with manipulation of the driveline. The bionate was discolored approximately 24¿-25¿ from the metal connector. The bionate was removed and revealed an area of shield breakdown approximately 21.5¿ from the metal connector. The shielding was removed, visual and microscopic inspection of the underlying wires revealed breaches to the wire insulation on the brown wire approximately 20.25¿ from the metal connector. Additional areas of wire insulation breakdown were noted on the yellow and orange wires approximately 30¿ from the metal connector, which appeared to be due to repetitive flexing and abrasion against the metal shielding. The remaining underlying wires on both the pump end and distal driveline were unremarkable. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. Excluding the areas of wire insulation breakdown on the distal and pump end driveline, the test did not reveal any other current leakage in the insulation of any driveline wires that would have resulted in an electrical short. Upon disassembly of the pump, examination of the blood contacting surfaces of vad-16130 revealed no evidence of developed depositions or thrombus formations. The insulation breaches of the yellow, orange and brown wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for vad-16130 and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 09jan2015. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. The patient had prior admission for pump stops as referenced in manufacturer report number # 2916596-2021-02694. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient continued to have pump stops on (B)(6) and (B)(6) despite driveline repair and ungrounded cable on (B)(6) 2021. The patient's pump was exchanged on (B)(6).